Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation and passed external visual inspection. Voltage testing was performed and the device passed. Pairing testing was performed and the device passed. Signal loss found in the log within the investigation window. The customer complaint was confirmed because there was an indication of a transmitter loss of connection. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. Data was provided for evaluation. The reported loss of connection was confirmed. A root cause could not be determined.